Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. The customer was able to use an unaffected lot number of rvs and resolved the error. The customer was shipped additional new lot of reaction vessels that was not affected by the new resin. There was no report of impact to patient results. There was no patient consequence associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting and did not question system performance. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).